Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator was flipping, so a smaller stimulator was implanted. For further information about what happened after the replacement, refer to MFR report #3004209178201103647.